Manufacturer narrative:
A hex snare from the same lot number was returned by the customer and tested in house. Using a multimeter we were able to achieve resistance from the connector to the snare loop, indicating proper electrical flow through the device. (B)(4).

Event description:
The doctor states that cautery was lost as she was closing the wire around the polyp, the snare became imbedded into the tissue. Her assistant then opened and closed the snare, she hit the pedal of the valley lab generator, it indicated it was working by the "usual noise" that it made but no cautery occurred. She then turned the valley lab to pure cut, again no cautery. She stated "there was only a small thread of tissue left and I pulled on the snare and a perforation occurred." The patient was then taken for surgery to repair the perforation. The patient at this time remains hospitalized and stable.